Event description:
Customer reported to beckman coulter, inc (bec) that the coulter lh 500 hematology analyzer was giving tube forward errors. Customer reported that when they opened up the unit, they found signs of an active leak. Customer reported that the leak seemed to have been going on for some time now. Customer indicated that the leak was coming from around the needle area. Customer reported that the leak was contained in unit. Customer reported that the volume of the leak was less than 1 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the needle, needle drain check valve, and tubing. The fse verified instrument operation.

Manufacturer narrative:
(B)(4).